Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
H10: fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system (pes) was received for evaluation. Visual inspection determined that there was no physical external damage to the device and to any of the power cords. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. When the pes was powered on, the system was able to start up and send readings successfully. As received, the unit could start up and send readings with no issues.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.